Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records states that the patient was treated for bacteremia (strep viridans) for which he used outpatient IV antibiotics that ended approximately 3 years and 1 month post tavr. Per ID notes, it appears the valve was considered the source of the bacteremia and based on duration of antibiotics he is considered cured at this point. The patient stated that after IV antibiotics were completed, the patient started to become more active and noted that he was having exertional sob to the point of having to stop and take a deep breath/catch his breath. The patient then underwent explant of their tavr valve after an implant duration of 3 years and 7 months for structural deterioration and severe bioprosthetic valve stenosis, likely caused by strep viridans. Although the medical records noted that the "valve was considered the source" according to technical summary written by edwards lifesciences, late prosthetic valve endocarditis (pve) is typically results from hematogenous seeding of the valve by infections elsewhere in the body and is unrelated to device sterilization or packaging. At the time of this report, the available information does not suggest the sapien 3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 valve, therefore the explant event is no longer considered FDA reportable.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 7 months due to unknown reasons. A 23mm edwards surgical valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.